Event description:
Customer reported that a while after eating, pt tested with the freestyle tracker and received a result of 426 mg/dl. The customer took insulin based on this reading. Approx 4 hours later pt tested and received a reading of 29 mg/dl. The customer took glucose tablets. Twenty minutes later, the customer tested and received a reading of 289 mg/dl. A comparison test was then done with a result of 41 mg/dl. A thrid test was performed with a result of 59 mg/dl. The customer then performed comparison tests with their freestyle flash meter and received reported freestyle tracker comparison results and the reported freestyle flash comparison results differ by more than 20% and meet the MFR's definition of a malfunction.